Manufacturer narrative:
The current instructions for use contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.". No root cause was provided. Align's clinical review of available records indicate that tooth #15 was planned to undergo a buccal translation of 1.6 mm, a movement that requires precise biomechanical control to mitigate risks such as arch instability, gingival recession, or alveolar bone dehiscence. In the absence of comprehensive clinical records, including radiographs and additional notes regarding upper left second molar, a definitive etiological assessment cannot be established. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the tooth loss (permanent damage) and the invisalign system aligners were being used. Therefore, an MDR is being filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to patient information

Event description:
The treating doctor reports that the patient had tooth loss (#15). It is unknown if the patient required medical intervention or if medications were prescribed to alleviate the reported symptoms. No additional information is available at this time.